Manufacturer narrative:
The date of this event was unknown in the initial report. It has been updated to reflect additional information from the reporter. During subsequent follow-up with the report, additional information was received. The reporter stated there was no delay in the surgical procedure as an identical spare device was available. Th exact date of the event was unknown. However, the reporter stated the event occurred in (B)(6) 2015. Device evaluation the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the thermistor failed which verified that there was an error code and a damaged component. Therefore, the reported condition was confirmed. It was observed that the hand piece flex circuit was damaged due to being heavily corroded from immersion and not following the sterilization procedures properly. It was determined that a damaged flex circuit will show an overheat warning. The assignable root cause was determined to be due to misuse and or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an overheating error code. The event was not reported to have occurred during surgery. It was not reported if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.